Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a dexcom g7, culminating in diabetic ketoacidosis that required ems transport and ICU admission with insulin, fluid, and electrolyte infusions; the assisted living facility reported difficulty supporting pump use, and the user discontinued the device and reverted to subcutaneous insulin therapy. Symptoms included dka and high blood glucose sustained above 180 mg/dl for approximately 24 hours with cgm alerts for severe hyperglycemia. Outcomes included hospitalization in the ICU and reported kidney failure. Investigation included complaint intake, user and caregiver interviews, and troubleshooting and education regarding device use and care setting capabilities. Investigation of this case revealed no confirmed device malfunction, with contributing factors including care-setting limitations to support pump management and unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.